Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was found to have been lodged in the forceps elevator, the biopsy channel was clogged with foreign objects, the insertion tube was clogged, and both the bending section cover and the up/down left/right knob were dirty. The customer's originally reported issue of broken elevator wire was confirmed; the wire was noted to have broken off completely, and could not be located. The following additional findings were also noted: various dents, scratches, deformations, physical damages, blemishes, discolorations, loss of water tightness and water removal ability, and wear of the angle wire. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that, during maintenance of the device, it was discovered that the elevator wire of their duodenovideoscope was completely cut. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the forceps elevator, the biopsy channel was clogged with foreign objects, the insertion tube was clogged, and both the bending section cover and the up/down left/right knob were dirty. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was other than living body origin. The cause of the event is likely due to the user sending the device to olympus without reprocessing after detecting breakage of the knob wire. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 3.5 manual cleaning. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
Additional information about the reported issue was received from the customer. The customer reported that the issue occurred during a routine inspection of the device during a reprocessing cycle. The elevator wire was reported to be completely broken, and nothing could be done at the customer's end to mitigate the issue. Moreover, at device pickup, no adequate cleaning or brushing could be performed, due to the elevator wire breakage. No procedure or patient was involved or impacted.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Fields updated: b3, b5, h10.